Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the patient experienced a skin infection at implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown and subsequently was treated with an oral antibiotic (specific date and duration not reported).